Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
3rd revision - constrained liner - dislocation with liner locking ring disassociated performed on (B)(6) 2015 by dr (B)(6). Liner neck impingement resulting in polyethylene damage and subsequent dislocation. Photo of explanted liner available. 2nd revision ref: (B)(4). (B)(6) 2013 - dislocation and the liner locking ring disassociated. Constrained liner was implanted into an existing duroloc. 1st revision performed on (B)(6) 2010 - constrained liner implant for recurrent dislocation. Patient details: dob: (B)(6) 1931. Male.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search identified no trends. A requirement for corrective action was not indicated. Should further information be received, then this shall be reviewed and further investigation completed as required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.